Event description:
It was reported that the ilet sleep/wake button was unresponsive, with the screen taking more than ten minutes to wake, which interfered with the user¿s ability to announce a meal; the user reported no impact to blood glucose and was using a dexcom g7. Symptoms included device nonresponsiveness without clinical complications. Outcomes included temporary interruption of intended device use without injury, hospitalization, or medical intervention. Investigation included remote troubleshooting and user education, and an overnight replacement was issued for the reported hardware issue. Investigation of this case revealed a malfunction of the sleep/wake button consistent with a hardware performance issue affecting the user interface. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined hardware malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.